Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 38 mg/dl. Customer treated low blood glucose with food. Customer reported of not wearing a sensor in three weeks due to sensor not being able to connect with insulin pump. Customer received assistance with resetting transmitter and will attempt to reconnect sensor.